Event description:
It was reported that during a surgical procedure at the user facility, a loose "country of origin" tag from a surgical towel was found in the surgical site. All surgical towels in use still had their tags attached. The surgical staff searched the surgical site for any other possible fragments before closing the patient. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.